Event description:
It was stated that device's main printed circuit board (pcb) was replaced. The temperature was uncontrollably raising and gave high temperature alarm. This occurred while in use with patient and was not reported to the FDA. The operator of device was a health professional, and the event occurred in the hospital. The device was not available for investigation. There was a patient involvement and unknown patient harm/adverse event reported. There was no medical intervention and no patient harm.

Manufacturer narrative:
Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review could not be completed as no serial number was provided.